Manufacturer narrative:
The investigation has determined that a non-reproducible, higher than expected, vitros tropi es result was obtained from a single patient sample when tested using vitros tropi es lot 3590 on a vitros 5600 integrated system. The most likely cause of the non-reproducible, higher than expected vitros tropi es result was a patient sample issue, with the customer indicating that fibrin was present in the patient sample. It is possible the customer did not wait the recommended 30 minutes clotting time before processing the affected patient sample in a centrifuge. Additionally, the customer was not following the sample collection device manufacture¿s recommendation for sample centrifugation. Improper pre-analytical sample handling could have contributed to this event. It is possible that cellular debris (such as fibrin), remained in the patient sample due to poor sample preparation. Based on historical quality control results, a vitros tropi es lot 3590 performance issue is not a likely contributor to the event. Additionally, ongoing tracking and trending of complaint data has not identified any signals to suggest there is a systemic quality issue with vitros tropi es reagent lot 3590. However, the customer does not process a control fluid with a troponin I concentration at, or below the url. Therefore, the performance of the vitros tropi es reagent lot 3590 at, or below the url concentration of 0.034 ng/ml cannot be determined and a reagent issue could not be entirely ruled out as contributing to the event. An instrument issue is an unlikely contributor to the event, as a within run troponin I precision test was within acceptable guidelines around the time of the event.

Event description:
On 24 january 2020, a customer contacted the ortho clinical diagnostics (ortho) technical solutions center (tsc) to report a non-reproducible, higher than expected troponin I result from a single patient sample using vitros troponin I es (tropi es) reagent lot 3590 on a vitros 5600 integrated system. Patient 1 initial sample, vitros tropi es result of 0.139 ng/ml versus the expected result of < 0.012 ng/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected. The non-reproducible, higher than expected, vitros tropi es result was not reported from the laboratory as the customer repeats all vitros tropi es results as confirmation. Ortho has not been made aware of any allegation of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. Complaint number (B)(4).